Event description:
Event description cpi received information that this myocardial lead was exhibiting loss of sensing and capture. The output was increased, after which the system was functioning appropriately.